Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022. The blood glucose level of the patient at the time of event was over 400 mg/dl. The issue occurred with one infusion set used for few hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.